Manufacturer narrative:
(B)(4). Address line 1 (B)(6). The actual device was not available; however, photographs of the sample were provided for evaluation. No leaks could be identified through inspection of the photographs. The customer reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, a dialysate leak originating near of the dialyzer header of a revaclear 300 was detected. There was no patient injury or medical intervention associated with this event. No additional information is available.